Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted on (B)(6) 2015 with a bifurcated stent and a suprarenal aortic extension. On (B)(6) 2017 a follow up computed tomography (CT) showed aneurysm sac growth and a type 2 endoleak from a patent ima branch. The physician is planning a subsequent endovascular procedure to ligate the ima. To date there are no reports of the patient having the ligation procedure or scheduled for the procedure.